Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that bent lens while in-servicing not during a case. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: outer tube damaged, needle. Outer tube bent. Outer tube compressed. Outer tube damaged, distal tip. Distal tip damaged. Laser welding damaged, needle welded seam cracked. Illumination. Fibers broken, illumination low. Optical system, optical components. Broken lenses in optical system less than 50% of lenses defective. Minor scratches on the unit. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep t during an unknown surgery on an unknown date, it was observed that the device was. During in-house engineering evaluation, it was determined that fibers broken, illumination low. Optical system, optical components. Broken lenses in optical system less than 50% of lenses defective. There were no adverse patient consequences reported. No additional information was provided. As reported by the sales rep via email, "no patient consequences for this complaint. Bent lens while in-servicing not during a case" that is all the information provided.